Manufacturer narrative:
(B) (4). The ge service rep replaced the connector. The system operates as intended.

Event description:
The customer reported the amplifier plug was broken. No pt injury was reported.